Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1000201559. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1000204860. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) presented with recurring incontinence due to suspected urethral atrophy or inadequate device pressure. A cystoscopy noted the cuff was not fully coapting the urethra and a surgical procedure was subsequently performed. Upon accessing the cuff, the surgeon noted the cuff appeared to be in a non-optimal position in the mid-bulbar urethra. A new cuff was placed in a more proximal position and the other components were replaced. No further patient complications were reported.